Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the tubing through pinch valve lv18 was faulty. The fse replaced the tubing through valve lv18, which repaired the leak. The repairs were verified by established procedures. (B)(4).

Event description:
The customer reported a leak below the coulter act diff 2 analyzer while running startup. The instrument was also failing hemoglobin (hgb) and platelets (plt) during startup when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.